Event description:
Had gynecare tvt system placed in 2006. When awakened from anesthesia, was unable to rotate left leg out or weight bear without horrific pain from groin to left foot. Saw surgeon multiple times post op and continued to c/o left groin, thigh pain. Had to use crutches for several weeks post op to aid in ambulation. Ultimately had approx 10 mos of physical therapy for pain along with pain management thru medication. Sought out second opinions from a urologist in town and another gyn md. Was referred to urogynecologist in summer for 2007 for further evaluation. Had a surgery the same year to remove left portion of tvt sling from under urethra to left pelvic sidewall. The urogynecologist indicated that the sling appeared to be too high and too tight. I continue to have significant groin and left thigh pain that has not improved thru partial removal of tvt gynecare sling. Am presently in process of scheduling another surgery in nashville tn with a urologist and orthopedic surgeon. It appears that due to the "blind" method of the tvt transoburator procedure the sling material is embedded in my left obturator tendon. I am facing another surgery to dissect the sling material out of the tendon to help alleviate the pain in the groin and thigh. I have been told that I will never be totally pain free. Route: other. Dates of use: 2006-2008. Diagnosis or reason for use: stress incontinence.